Manufacturer narrative:
The hill-rom technician found the bed exit would set but the audible alarm did not work. Per the hill-rom service manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hill-rom user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, remove the pt and zero the bed exit system. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the external alarm to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician found the bed with a note stating the bed exit alarm is not working. The bed was located at the account in ICU. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).